Manufacturer narrative:
(B)(6). Device code #1546 relates to component code #419. Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 80% stenosed target lesion was located in the "heavily" calcified and mildly tortuous right coronary artery. The 2.5 x 12mm apex otw balloon catheter was inflated and ruptured before rated burst pressure. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.